Event description:
It was reported that the patient was seen by emergency medical technicians (emt) and was diagnosed with blood glucose (bg) values that dropped to 40 mg/dl. The patient was nauseous and shaking. For treatment, the patient was given glucose gel. The pod was worn between 4 and 24 hours on the arm. The patient believes the pod was in a vein and that caused the low bgs. The emt's left shortly after arriving. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emt visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.